Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that the customer¿s reported problem was caused by external force. However, a specific root cause could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿important information ¿ please read before use do not try to lift the monitor by grabbing the panel. Do not expose the lcd panel to heavy pressure or pressure from pointed objects. Take care especially during transportation. Exposing the lcd panel to heavy pressure may result in blurring or other damage.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, dead pixels were noted on the screen. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed , cosmetic wear was noted on the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.